Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted.subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device history record review: release to warehouse date: june 22, 2010 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of rod introduction pliers for side-opening implants failed during the impacting phase of collar placement during a scoliosis pediatric deformity procedure from t4-l1 on (B)(6) 2016. The pliers reportedly broke off at the gutter where the collar clicks into the pliers. The breakage occurred as the surgeon was attempting to seat the collar using an impactor and a mallet. A pair of backup pliers was available for use; it is unknown if the same collar was used to complete the procedure. No patient harm was noted as no fragments were generated. The procedure was completed with no reported surgical delay or additional medical intervention. (B)(4).

Manufacturer narrative:
Product investigation summary: the received device was examined upon receipt and the complaint condition was able to be confirmed as the tube was found to be broken at the slot which interacts with the collet set screw; a fragment of approximately 3mm x 17mm was not returned. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive loading, which could lead to tube failure. The rod introduction pliers for side-opening implants (part 388.50) are a component of the dual core uss rod instrument set and the uss rod instrument set. The pliers are intended to be used with the universal spine system (uss). The uss is used to correct sagittal and coronal alignment, commonly associated with scoliosis. With a collar preloaded onto the holding sleeve, the pliers can guide a 6.0mm rod into a side-opening screw or hook. With the rod properly positioned, the holding sleeve can be lowered into position over the screw head and the collar attached. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and tube. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.